Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto 3 system. There was a map shift. There¿s a map shift without the error message. Catheter position has been not align with the xray system. They verified the catheter position with the xray system to manage to complete the procedure. Additionally, there's no ablation data on the ep recording system. No patient consequences or procedural delays were reported. No error, map shift was seen in the lassostar. Nonnav visualization outside the anatomy. The issue was seen during remap. The physician did not perform cardioversion prior to the map shift and the patient did not move before detecting the shift. Communication issue is not MDR-reportable. Map shift is MDR-reportable.

Manufacturer narrative:
On 3-feb-2022, the product investigation was completed. Device evaluation details: a company representative investigated the device and found that the reported map shift was a result of patient movement during the procedure. The system is ready for use. A manufacturing record evaluation was performed for the carto 3 system #29326, and no internal actions related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the carto 3 system #29326, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).